Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report will not be returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided by the implant physician, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported events of band slippage, obstruction and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." "Caution: esophageal distension or dilatation has been reported to result from stoma obstruction due to over-restriction, due to excessive band inflation. Pts should not expect to lose weight as fast as gastric bypass pts, and band inflation should proceed in small increments. Deflation of the band is recommended if esophageal dilatation develops." "Caution: when adjusting band volume, if fluid has been added to decrease the stoma size, it is important to establish, before discharge, that the stoma is not too small. A physician familiar with the adjustment procedure must be available for several days post-adjustment to deflate the band in case of an obstruction." "Caution: it is the responsibility of the surgeon to advise the pt of the dietary restrictions which follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight." "Caution: pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pouch dilatation as follows: "band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation."

Event description:
The pt called and reported an inability to eat solid food for the past five months. The pt is scheduled for an exploratory surgery. Band slippage has been ruled out by diagnostic testing. Fluid has been removed from the band. Investigation in progress. Follow-up findings: per the surgeon, the pt was diagnosed with an obstruction but failed to show up for the scheduled surgery. The surgeon was not able to confirm if the gastric band is an allergan lap-band system from the x-ray. Follow-up findings: the lap-band system has been explanted by the implant surgeon and the pt reported that a slippage was found and due to the irritation, the band was removed and not replaced. Follow-up findings: the explant surgeon's office reported that the band was not replaced as the pt's "upper part of the stomach was very big" and it presented the risk of "[the band] slipping again." The pt was "was throwing up a lot" and took some medication "for the pain [in the] stomach." The pain the pt was having was due to the band's slippage." The band was discarded and will not be returned.